Event description:
A pt implanted with bi-ventricular assist devices (bivad) in 2003, developed star-like cracks around the setscrew holes on the inlet/outlet ports of the right (rvad) and left (lvad) devices. This report concerns the rvad, no air or oil leak has been reported on this pump. The pt has received a heart transplant.